Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00979814 case subject: npi 8015 keypad not working account name: samuel simmonds memorial account #: 10011181 asset name: 8015ls v9.12.1.2 pcu domestic a/b/g asset location: contact: karen ruth contact email: kpruth@anthc.org contact phone: (907) 729 2535 contact mobile: patient or user involvement: no patient or user harm: no case description: caller has an 8015 unit in which the keypad is not working. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: recommended to replace the front case due to the keypad failing. Gave part number and transfer to com for parts ordering. Ref:_00d30y0yr._5000l1qkq0y:ref